Event description:
It was reported that unspecified bd infusion set was occluded the following information was received by the initial reporter with the following verbatim it was reported by the customer that; delay of phenytoin occurred due to IV pump/ IV tubing malfunction. While attempting to run the medication, there were frequent issues (partial occlusions) causing a significant delay in medication administration. The on-call anesthesiologist attempted to problem-solve with the primary rn, by taking the tubing out of the pump to see if the medication would run and it was very slow. IV tubing and pump were eventually swapped out and the medication was then able to run. The medication was not infusing at the proper rate and resulted in delay of care. Delay of care for seizures due to pump/iiv tubing dysfunction.

Event description:
No additional information.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of flow issues - fluid blockage could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.